Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient's device had not worked like the trial did. Patient experienced flooding with their urine when they got up and stated when they got up at night they would get an urge and peed all the way to the bathroom. Patient stopped messing with their remote because they started getting electric shocks that would go to the upper right buttock and shocked down to their knees and would eventually stop. It was noted that patient was not flooding on a regular basis but was flooding. No further complications were reported.